Event description:
(B)(6), biomed for providence hospital in (B)(6), reported to fujifilm sonosite, inc. That a technician received shock due to exposed wires on the transducer while he was setting up for an ultrasound procedure. Upon further communication with the technician, he claimed that he felt numbness in his left first digit. The technician informed fujifilm sonosite, inc. That he reported the issue to employee health and no further medical intervention was required.

Manufacturer narrative:
Following testing, it was confirmed that the exposed wires were the cause of the reported issue. Fujifilm sonosite, inc. Concludes this to be a user error as the warnings on the product user guide clearly states "to avoid the risk of electrical shock, before using the transducer, inspect the transducer face, housing, and cable. Do not use the transducer if the transducer or cable is damaged." The user was informed about the results and their transducer was replaced.